Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-738b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that four fibers required replacement during a prostate procedure . While using the first fiber, the metal cap of the fiber detached inside the patient and had to be removed from the patient. This is considered a reportable malfunction. The fiber was replaced and the procedure continued using a second fiber. While using the second fiber, "burns" at the metal end of the fiber was observed, resulting in the laser beam deviating and the console going into standby mode. The fiber was replaced and the procedure continued using a third fiber. While using the third fiber, the metal tip of the fiber detached and required removal from the patient. This is considered a reportable malfunction. The fiber was replaced and the procedure continued using a fourth fiber. While using the fourth fiber, "burns" at the metal end of the fiber was observed, resulting in beam deviation and the console going into standby mode. The procedure was completed using monopolar resection (turp). The patient outcome was not reported, however, there was no indication or report of patient harm or adverse outcome. This complaint is for the second surgical fiber used. Fiber usage: 8 minutes, joules used: 44,000.